Event description:
It was reported that prior to a shoulder procedure using an ambient super turbovac 90 ifs wand, the wand gave an alarm when it was connected to the controller. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.